Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and needed assistance with prime/fill process. Blood glucose level at the time of the incident was 479 mg/dl which was treated. Customer was able to insert the infusion set and run fill cannula. Customer declined troubleshooting for high blood glucose. The insulin pump was not replaced or returned for analysis.